Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information: procedure? Lap chole. How did device not work? Clips fell out of the jaws of the er420. How was case completed? With a new er420. Were there patient consequences? No.

Event description:
It was reported that during an unknown procedure, two clips fell out when fired that were completely open. It is unknown how the case was completed. Unknown if there were patient consequences. Unknown if will be returned.